Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage/ labelling & packaging visual inspection: inserter for ti elastic nails was received at us cq. Upon visual inspection at cq, it is observed that the device was received in a sealed package with depuy synthes label on it. It is observed that the package was not compromised or opened. The device looks brand new without any physical damage. Thus, the complaint is not confirmed. Document/ specification review: the following relevant drawings were reviewed during investigation: no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is not being confirmed, as there is no defect found with the returned device. A definitive root cause could not be identified for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 359.219, lot: 4l58598 , manufacturing site: hägendorf, release to warehouse date: july 27, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an open reduction internal fixation on right femur, an inserter for titanium elastic nails broke. There were no fragments generated. Surgical procedure was successfully completed using a new inserter. There was no surgical delay. There was no patient consequence reported. Concomitant device reported: unknown elastic nail ( part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).